Manufacturer narrative:
Further information was requested but not received. Sus voluntary event report was received. Medwatch: mw5113141.

Event description:
It was reported the pacemaker was subject to the assurity and endurity pacemakers header anomaly issued by abbott on (B)(6) 2021 and exhibited noise. The pacemaker was explanted and replaced. The patient condition was unknown. No further information was reported on this event.